Event description:
During the initial implant procedure, the left ventricular (lv) lead was being repositioned, however, the guidewire was unable to be fully inserted into the lv lead. Upon attempting to insert the guidewire into the lv lead, the guidewire perforated the insulation of the lv lead. The lv lead was explanted and replaced to resolve the event. The patient was in stable condition.

Manufacturer narrative:
The reported events of insulation damage and failure to advance guidewire were confirmed. As received, a complete lead was returned in one piece. Visual examination of the lead found the lead body insulation was perforated/damaged and the inner coil was damaged at the distal region of the lead due to damage occurring at the time of procedure. The cause of the reported event was due to damage occurring at the time of procedure.